Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a malformed clip. Another device was used to complete the case with no patient consequence.